Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient controller displayed a ¿set value cannot be used¿ message. It was noted the message occurred immediately after communication between the controller and implantable neurostimulator (ins) was established and before any attempts to raise settings were made. The patient experienced a sudden loss of pain, even in the same posture, and exacerbated pain. It was noted this issue had occurred multiple times. The patient¿s stimulation settings were programmed for both the left andright side, but ¿it seemed that the stimulation was lost at the same time.¿ there was ¿no particular tendency for stimulation loss.¿ impedance testing was performed and found impedances were within the normal range. It was noted the patient¿s ins cycling mode had been enabled with a 15 minutes on, 15 minutes off setting and that in the ins pocket, the loop at the connection between the stimulator and the lead was ¿slightly pulled upwards.¿ though it was noted the patient was in good condition until the week prior to report, the ins cycling mode was turned off in an effort to troubleshoot the issue. The patient¿s groups were reprogrammed and adaptive stimulation was also enabled in additional efforts to troubleshoot the issue. There were no issues experienced during the stimulation adjustment; the stimulation was ¿adjusted smoothly¿ and normally, with no aggravation of pain and no error messages displayed. It was noted that if the new stimulation setting did not work that a connection check between the ins and lead would be performed and the lead would be reconnected if disconnected. The lead would then be replaced if reconnecting the lead did not work. The issue remained unresolved at the time of report. There were no surgical interventions performed and it was unknown whether any were planned. The chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.